Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (500 mcg/ml, 207 mcg/day) via implanted infusion pump. It was reported that the patient, who was currently walking, would experience sufficient coverage when the pump had just been filled, but approximately 4 weeks before the next filling, the effect would drop and the patient would experience increased spasticity. The daily dose was increased by 2.5% from 202.7 to 207.7 mcg/day as the patient was very sensitive to changes. The differences between the actual volumes and expected volumes were listed as; 2023-oct-16 - 7.5 ml difference (expected: 6.8 mls and extracted 14.3 mls) 2024-jan-15 - 5.9 ml difference (expected 3.1 mls and extracted 9 ml) 2024-apr-08 - 4 ml difference (expected 6 mls and extracted 10 mls) 2024-jun-24 - 7.1 ml difference (expected 8.9 mls and extracted 15 mls) there were no applicable environmental/external/patient factors that may have led or contributed to the issue. The calculation of the extracted volume was sometimes out. There were no applicable actions or interventions taken to resolve the issue. It was unknown if the issue resolved at the time of the report, 2024-jul-02. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive - no injury. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: the annex e code e2402 was not previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The exact date of pump implant was unable to be provided, but the pump had been working for the last 6 to 7 years. Replacement of the pump was planned to occur in (B)(6) 2025. The cause of the volume discrepancies and patient¿s symptoms were not yet known. The last update was performed on (B)(6) 2024 in which the expected volume was 8.9 ml and the actual volume extracted was 15 ml. The patient only had increased symptoms approximately 4 weeks before refill.